Manufacturer narrative:
The customer has not had further issues.

Manufacturer narrative:
Trending was performed on this type of complaint, and no abnormal trend was identified. A query was performed and found no issues of this nature on any like instruments for the last 12 months at this customer site.

Manufacturer narrative:
(B)(4).

Event description:
The customer stated they had received an erroneous ise indirect na for gen.2 result on the cobas 6000 c (501) module. The initial na result was 180 mmol/l and was not reported outside of the laboratory. The repeat result was 140 mmol/l on the same c501 module and deemed to be correct. There was no adverse event. The na electrode lot number and expiration date was requested but not provided. The field service engineer (fse) found the high concentration rinse nozzle was blocked causing fluidics failure and over flowing cells. The fse performed corrective maintenance, ran ise check, and ran mechanism check. The customer ran calibration and controls. All were within specification.